Event description:
Boston scientific received information that aai pacing occurred when the patient enters into supraventricular tachycardia (svt). The device was programmed to aair-70. The patient entered into a ventricular tachycardia (vt) and stored an episode. The device was reprogrammed to ddir-65. Approximately four months later, shock therapy was delivered eight times, with four shock impedance measurements less than 20 ohms. Upon therapy delivery for svt, atrial fibrillation (af) with rapid ventricular response (rvr) occurred, proceeding to degrade into vt at 240 bpm to 260 bpm. Technical services was consulted and discussed recommendations. A revision procedure was performed. The right ventricular (rv) lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found arc marks on the case but no other irregularities. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A review of the daily lead measurements in the memory log found all the daily shock impedance measurements were within normal limits while implanted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It appears that the low shock impedance was caused by the lead arcing to the device case. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.